Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when applying clips to the cystic duct, the first clip formed correctly. The second and third clips formed incorrectly. The distal tips of the clips did not close. The clips were removed from the cystic duct. The fourth clip and all remaining clips formed correctly. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? None. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, the case was completed using this device. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.